Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout and scope communication error b30. Based on the results of the investigation, a probable root cause for the 315 error could not be identified. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the image blackout and scope communication error b30 was traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 address:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope displayed a 315 error. The event occurred during reprocessing. There were no reports of patient involvement.